Manufacturer narrative:
The system was evaluated at the site. The reported issue was not able to be duplicated by medtronic personnel. The system was fully functional and the system check-out shows no anomalies.

Event description:
A medtronic rep reported a surgeon's comments about being inaccurate. There was no specific case referenced, therefore, there was no effect on pt outcome.